Event description:
It was reported the device would not boot up or power up. There was no patient involvement.

Manufacturer narrative:
Based on the information currently available, there is no allegation of malfunction or defect of this device indicated in this record at this time. Gfe clarified the incorrect symptom code had been selected triggering the creation of the complaint. The customer called to ask if the device had pace-making function. No allegation was made and the device was operating normally.